Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, line b of the device was programmed to deliver 290 ml of chemotherapy, for a duration of 2 hours, and the delivery was started. No further programming parameters were provided. The customer contact indicated that the delivery was complete in approx 3 to 3 1/2 hours instead of the expected 2 hour timeframe. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Testing is not complete. This report represents all the info known by the reporter upon query by hospira personnel.